Event description:
Same case as MDR ID: 2134265-2014-05226; 2134265-2014-05227. (B)(4) study. It was reported that chest pain occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as stable angina and was referred for cardiac catheterization. Index procedure was performed. The target lesion was located in the proximal left circumflex (lcx) with 70% stenosis and was 24 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation, placement of a 3.50 x 28 mm study stent and post dilatation with 0% residual stenosis. Post procedure, the patient had chest discomfort and electrocardiogram (ECG) revealed early repolarization abnormality. The patient was treated with narcotics for chest pain. One day post procedure, the patient was discharged on clopidogrel.

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).